Event description:
It was reported that an implantable neurostimulator (ins) caused a jolting sensation which caused stomach muscle contractions. The ins had just been reprogrammed. The patient then turned the ins voltage down. It was reported that the patient had been contacted and "was all set."

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).